Manufacturer narrative:
The user facility returned the products to the manufacturing facility for investigation. Upon investigation, it was found that there were two devices that were used in the clinical case. One device with lot number m180089 and another device with lot number m180096 were returned. In one device the upper jaw broke and in another device the lower jaw broke. The break of the upper jaw was included in the initial report dated (B)(6) 2019. The device with lot number m180096 was found broken at the lower jaw weld. It is highly unlikely for the lower jaw to break if the cartridge is properly seated in the shaft. When the cartridge is improperly loaded to the device handle and the surgeon applies excessive torque the cartridge could break. If the lower jaw falls into the patient anatomy, it is readily noticeable to the surgeon and the size of the lower jaw makes it easily observable and retrievable. In this case, the lower jaw fragment was retrieved during primary procedure. There was no harm to the patient. Attachment: [(B)(6)_(B)(4) signed.pdf].

Event description:
The upper jaw of the device broke during a knee arthroscopic surgery. Patient factors and low portal placement contributed to the upper jaw break. The patient had lots of tissue around the portal. The upper jaw can break, when the device is jammed in and out of the knee or into structures in knee, or if the surgeon does not depress the upper jaw during device insertion. The broken fragment was retrieved from the patient's knee during primary procedure.

Event description:
The upper jaw of the device broke during a knee arthroscopic surgery. Patient factors and low portal placement contributed to the upper jaw break. The patient had lots of tissue around the portal. The upper jaw can break, when the device is jammed in and out of the knee or into structures in knee, or if the surgeon does not depress the upper jaw during device insertion. The broken fragment was retrieved from the patient's knee during primary procedure.